Manufacturer narrative:
The patient reported being hospitalized for the peritonitis on (B)(6) 2016. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The cause of the breach in aseptic technique was further described as the patient ¿made a personal error¿; reported as, the patient dropped the patient line after disconnecting and then after realizing they dropped the line (length of time unspecified), the patient then put on a flexicap (no further detail was provided). The patient was hospitalized for the event for four days. On an unreported date, the patient began treatment for the peritonitis with unknown antibiotics intraperitoneally and orally (doses and frequencies were not reported). At the time of this report, the antibiotic treatment was completed. On reported date(s), the patient was recovered from the peritonitis event and the patient was retrained in proper aseptic technique. No additional information is available.